Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the device inspection results and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. A leak was noted on the rubber bending section cover due to a hole/cut. The bending section glue was found cracked. There was restriction noted in the forceps and brush passage of the scope. The bending section rubber was removed and found bending section deformed with the braid sticking out. The scope ID total usage count read 287. The scope was repaired and returned to the customer. The bf-h190 instruction manual provides the following statement to prevent physical damage to the scope. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during reprocessing a leak was noted at the scope¿s distal end. There was no patient involvement reported.